Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant devices are: product ID: evolutfx-26, serial #: (B)(6), ubd: 27-mar-2025, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vulvoplasty (bav) was performed using an 18mm non-medtronic balloon due to the patient¿s severe aortic stenosis. After the bav, the valve load was inspected and confirmed under fluoroscopy. The valve was inserted into the patient and deployed to 80%. The implanting team confirmed appropriate positioning depth at 3.5mm on the non-coronary cusp using the cusp overlap view. Left coronary cusp depth was checked and confirmed in the left anterior oblique view. The patient was paced at 120 bpm, the guidewire was pulled back, and the valve was released. It was noted that one of the two outflow paddles on the valve frame remained in a paddle pocket and then it released. Immediately following, it was observed that the valve dislodged towards the aorta and in an unacceptable position within the non-coronary sinus. Using a snare, the valve was moved into the aorta. A second valve was loaded onto a second delivery catheter system and was successfully deployed into the patient. No additional adverse patient effects were reported, and it was noted that the patient had recovered the following morning.

Event description:
Additional information was received that a transfemoral access site was used. The valve was implanted in the native annulus. The cuspal overlap technique was used. Deployment of the valve was noted to have occurred faster than was recommended. The nose cone was centered within the frame inflow by slightly retracting the guidewire prior to slowly withdrawing the delivery catheter system (dcs). Per the physician, the cause of the dislodgement was most likely that the nose cone hit the inflow on deployment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.